Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to verify alarm due to button keypad anomaly. No moisture damage on electronics and motor noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer also received a unexpected restart alarm after installing a new battery. Customer does not recall any significant events leading to the error but stated that she went in the swimming pool with it on. Customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.